Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low battery alarm, no delivery alarm and high blood glucose. Customer's blood glucose level was 546 mg/dl. Customer treated their high blood glucose via insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery and basal delivery. Customer advised the no delivery alarm was resolved with a complete set change. Customer declined to return the infusion set and reservoir for analysis. Troubleshooting for weak battery alarm was performed. Customer was advised a weak battery alarm would occur prior to a failed battery test. Troubleshooting for low battery alarm was performed. Customer was advised a replacement battery cap would be sent out.